Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted. And no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection and the report of no image, missing bending section and tip components was confirmed. Based on the results of the investigation, olympus confirmed, the biopsy channel was leaking, while the user was handling the device. And water invaded the device. Due to the water invasion, abnormality of electronic parts occurred, which led to the malfunction. User can reduce/prevent occurrence of the event, by handling the device in accordance with the following IFU: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also. Cause parts of the endoscope to fall off inside the patient. The suggested event is detectable and preventable. By handling the scope in accordance with the following sections of the instructions for use: user can reduce/prevent occurrence of the event, by handling the device in accordance with the following IFU: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Important information: please read before use precautions: caution: turn the video system center on, only when the endoscope connector is connected to the light source. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8: inspection of the endoscopic system: inspection of the endoscopic image confirm, that the wli and nbi endoscopic images are normal. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿: do not use the endoscope and solve the problem as described in section 5.2: ¿troubleshooting guide¿: if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4: ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3: ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope had no image and adhesive rubber and tip components were missing. The issue occurred during reprocessing. There were no reports of patient harm.